Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 586 mg/dl. The customer treated with a shot. The customer had symptoms such as being real thirsty and getting a cold. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was neither in the emergency room not admitted to the hospital. The customer declined to continue troubleshooting. The customer will call back if high blood glucose continues.